Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure with a gore&#59412;tag&#59412;thoracic endoprosthesis (tgt3715) using two gore&#59401;introducer sheaths with silicone pinch valve (ts2430/8130721, ts2230/8053702) to repair a thoracic aortic aneurysm. During the procedure, the access artery (right external iliac artery) was damaged. It was unknown which sheath was contributed to this event. A gore&#59397;excluder aaa endoprosthesis iliac extender endoprosthesis (pxl161007) and non-gore vessel stents were implanted to repair the damaged artery. The patient tolerated the procedure.